Manufacturer narrative:
The thermogard ivtm console (sn: (B)(4)) was evaluated by zoll service at the customer site. The reported complaint of the thermogard console was unable to pass the self-test was not confirmed during the functional testing, and archived data review. During visual inspection, there was no physical damage observed on the ivtm thermogard console. During functional testing, the platform pass the self-test correctly although it took more than 10 minutes to reach the startup display. In addition, the console did not recognize the air trap fixture, this observation is not related to the reported complaint. The root cause was due to a defective air trap block assembly due to wear and tear. The thermogard console was manufacture on 2008 and is 12 years old, past the expected service life of 5 years. Review of the event log retrieved from console revealed mid:09 (air trap assembly) error message. The observation is not related to the reported complaint. Air trap block was replaced to remedy the issue. After replacing the air trap block, the console passed all testing criteria, and meets performance specifications.

Event description:
During set-up for patient use, the thermogard console (sn: (B)(4)) was unable to pass the self test. Following this, the console was replaced, and continued ivtm therapy. No consequences, or impact to patient.